Event description:
The report indicated that during an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced an aortic dissection. The patient suffered an aortic dissection while the physician was advancing the thermocool smarttouch sf catheter retrograde up the aorta. The catheter was not prolapsed during advancement. It was believed that the dissection occurred in either the descending aorta or aortic arch. The patient was undergoing a computed tomography (CT) scan to determine location and severity of dissection at the time of the call. The patient was stable and no hemodynamic or EKG changes while in the electrophysiology (ep) lab. Mapping and ablating had already been performed in the left ventricle from both retrograde aortic and transseptal approaches. The physician was advancing the catheter retrograde in the aorta a second time, without fluoroscopy, when the dissection occurred. When fluoroscopy was used it was then noticed that the catheter was "not pointing in the right direction." They confirmed the dissection with contrast under fluoroscopy, as well as with transesophageal echo. No interventions were performed in the ep lab. The ablation procedure, which was almost over, was aborted, and the patient was sent for a CT scan. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31535554l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).